Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 25 and 36 hours on the abdomen. It was reported that the pod was not delivering insulin properly. As treatment, a new pod was placed.

Manufacturer narrative:
The device was returned and evaluated. The pod was received with the needle mechanism in the fully deployed state. The pod data contained no timeouts, drive stalls, or hazard alarms. Inspection of the pod found damage to the exposed portion of the soft cannula in the form of a hole. This soft cannula damage caused the pod to fail the fluid path test. Due to the external nature, the exact timing and cause of the damage to the exposed portion of the soft cannula could not be determined. Inspection of the pod found no other damages or defects that would cause the pod to fail to deliver insulin. The observed soft cannula damage cannot be confirmed as the root cause of the user reported events. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.